Event description:
It was reported that during a routine device change out, on a pacemaker dependent patient, the lead polarities were programmed into the new device. Due to implant detect not being complete these changes were not implemented which resulted in the patient not receiving pacing. The ventricular lead was disconnected, device reprogrammed, lead reconnected and appropriate pacing was seen. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the u.s. And is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4557m implantable pacing lead, 5023m implantable tachy lead. (B)(4).